Event description:
Medtronic received information that during use of a bio-medicus cannula, the customer reported that the cannula was damaged and that the cannula was leaking blood from the connection between the cannula and a connector. The cannula was inserted in the femoral vein. It was asked but unknown how much blood was lost due to the leak. No blood transfusion was required due to the leak. The device was replaced to complete the procedure. There was no patient impact associated with this event. Additional information received reported that the cannula was not heated or cooled prior to use, and there was no damage in the location of the sutures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.